Manufacturer narrative:
Device received with all operating currents within specification and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery , battery out limit or failed battery test alarms noted during testing. No moisture damage motor, vibrator, battery tube or electronic assembly during visual inspection. Device had cracked battery tube threads, cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had cracks and possible chips at reservoir casing and so reservoir was different to get to seal, condensation inside screen at times and insulin pump rejected new batteries. Customer's blood glucose value unknown. Customer declined to troubleshooting. The device will not be returned for analysis.